Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. It was reported the patient was treated with intraperitoneal ancef (daily; dose and duration not reported) intraperitoneal gentamicin (daily; dose and duration not reported) for unknown diagnosis. Two days later the patient was diagnosed with peritonitis. On an unknown date, the patient was started on intraperitoneal vancomycin (daily; dose and duration not reported) for peritonitis. The patient was not hospitalized for the event. Dianeal therapy remained ongoing. Sixteen days after event diagnosis, the vancomycin was discontinued. On an unknown date, the ancef and gentamicin were discontinued. On an unknown date, the patient was retrained on proper aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.